Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that on (B)(6) 2018 at 5pm a clinic¿s adc blood glucose meter would turn on with button press, but not with test strip insertion, thereby preventing a reading from being obtained. It was further reported the customer/patient became ¿hypertensive, diaphoretic¿, and subsequently ¿lost consciousness¿. Paramedics were called and upon arrival received a reading of 20 mg/dl on their meter and transported him to a hospital. Caller did not know the specific treatment rendered by the paramedics or at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. The meter powered on with button depression. Meter did not power on with strip insertion. The meter was sent for further investigation and dissembled. Performed visual inspection on circuit board and no issues were observed. Performed visual inspection on port pins and observed evidence of blood under the port pins. The complaint is not confirmed due to a use issue. This also serves as a correction report. Meter brand name and pma510k# were incorrectly documented in the initial MDR 30 day report. Both sections have been updated.

Event description:
A healthcare provider reported that on (B)(6) 2018 at 5pm a clinic¿s adc blood glucose meter would turn on with button press, but not with test strip insertion, thereby preventing a reading from being obtained. It was further reported the customer/patient became ¿hypertensive, diaphoretic¿, and subsequently ¿lost consciousness¿. Paramedics were called and upon arrival received a reading of 20 mg/dl on their meter and transported him to a hospital. Caller did not know the specific treatment rendered by the paramedics or at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. If the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A healthcare provider reported that on (B)(6) 2018 at 5pm a clinic¿s adc blood glucose meter would turn on with button press, but not with test strip insertion, thereby preventing a reading from being obtained. It was further reported the customer/patient became ¿hypertensive, diaphoretic¿, and subsequently ¿lost consciousness¿. Paramedics were called and upon arrival received a reading of 20 mg/dl on their meter and transported him to a hospital. Caller did not know the specific treatment rendered by the paramedics or at the hospital. There was no report of death or permanent injury associated with this event.